Event description:
During a hysterectomy, the surgeon reported that the device was so dull that it would not cut. The device was tearing the tissue rather than cutting it. The patient had some extra bleeding, but no patient injury was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.